Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed what appears to be blue particulate matter on the wall of the burette chamber. It could not be determined whether the particulate matter was inside or outside of the fluid path. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the chamber of a buretrol set. This was noted after the chamber had been filled with lactated ringers solution. There was no patient involvement. No additional information is available.